Event description:
Patient admitted to lab for planned renal embolization. During deployment of 3rd coil (medtronic concerto 2mmx6mm), coil failed to detach properly and coil fragment was seen stuck in the catheter. Md attempted to remove catheter with coil fragment inside of catheter but it wound up coming loose and migrated to left iliac artery. Fragment was successfully snared and removed. Coil/packaging sequestered to be sent to medtronic for further evaluation. No obvious harm to patient.